Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient fell and later experienced high impedance issues. In turn, the patient was unable to set their scs into MRI mode. As a result, the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue.